Event description:
Per the clinic, the patient experienced an wound infection. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on june 7, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on july 09, 2022.